Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and recurrence. It was reported that patient underwent urethrolysis on (B)(6) 2004 due to urinary retention, autologous fascial sling placement on (B)(6) 2005 due to stress urinary incontinence, intravesical injection of botox on (B)(6) 2006 due to detrusor spasm causing incontinence and lleo-conduit diversion of urine and urethral stent implantation on (B)(6) 2007 due to urethral obstruction.

Manufacturer narrative:
(B)(4).